Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, nodules, oozing and very firm like scar tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1, ck2, ck3, ck4) and temples (t1). Eleven days later, the patient had another injection with juvéderm voluma with lidocaine in the chin (c1, c2). About 6 months later, the patient had a "colon cleanse" which was some kind of oral concoction which the patient ingested. "Shortly" after the cleanse, the patient developed swelling and nodules in the nasolabial folds and corners of the mouth while traveling. The patient also had an oozing of thick and creamy yellow green stuff on the left nasolabial fold. The oozing has persisted and patient was treated with cloxacillin about 5 months after onset. After about 5 days of using antibiotics, the lesion oozed a lot. Patient was then treated with hyaluronidase on the right side nodules only. There was no effect and it was realized that the hyaluronidase was old and patient had another treatment with fresh hyaluronidase 2 days later in the same location. The healthcare professional noted that they could still feel the juvéderm voluma with lidocaine in the cheeks. The chin was not checked. The nodules were also noted to be very firm like scar tissue on the left nasolabial fold. This is the same event and the same patient reported under MDR ID #3005113652-2018-01350 ((B)(4)). This is the first MDR submitted for the first suspected product, the first injection with juvéderm voluma with lidocaine.